Event description:
Customer reported no delivery alarms during the basal delivery. The blood glucose reading was 309 mg/dl. Customer treated with manual injections. Customer was unable to troubleshoot for the no delivery alarm as he had changed the infusion set, reservoir and insulin. He reported that the other insulin had denatured. Nothing further was reported.

Manufacturer narrative:
Three opened and used reservoirs, snap cap and septums were inspected for anomalies. None were found. An occlusion test was run. The reservoirs were filled with diluent and connected to new infusion sets. Reservoirs and connectors were installed into an insulin pump and it was concluded that the reservoirs were not occluded.

Manufacturer narrative:
(B)(4).. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.